Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
X-rays were received and reviewed by medical director. Cannula is protruding from iliac crest.

Event description:
It was reported that the tip of the outer cannula on the needle broke off in the patient during a cementoplasty procedure of the right pelvis. The piece was retained in the patient with no patient harm or extension to surgery time.

Manufacturer narrative:
Visual inspection of the returned confidence intro needle, dia. 13g, 4inch [product code: 2839-03-413, lot no: hpkbgb] noted that the molded assembly ¿cannula tip¿ [product code: 8870-11-128] had been broken off. The remaining broken cannula tip was not returned for evaluation as it remains in the patient. A review of the device history record (DHR) for the confidence intro needle, dia. 13g, 4inch was conducted identifying that a lot quantity of (B)(4) units was released on august 23rd, 2013 and the lot met specifications. As such, no issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the confidence intro needle, dia. 13g, 4inch was conducted on the product family because of a similar geometric design and functionality. It was noted that there were no related complaints for issues of this nature. As such, no further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per work instruction (wi-8887 revision a) and worldwide post market surveillance per standard enterprise procedure (sep-419 revision c). The root cause of the cannula tip becoming broken cannot positively be determined. However, the noted damage suggests that the cannula tip most likely had been subjected to a higher than anticipated load resulting in the fracture. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.